Event description:
The customer reported none of the buttons on the display screen are working on the 840 ventilator. No pt involvement. The customer reported to have replaced the gui cable. The ventilator passed all testing. Covidien was not authorized to service the device.